Event description:
Customer called to report cracks in the insulin pump. Customer's blood glucose reading was 170 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump was received with minor scratched display window, cracked lcd window on the upper right and bottom left side corners, cracked case at display window corners, broken reservoir tube lip, broken battery tube threads and cracked pump belt clip slot.